Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed in the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases is observed. White particles in device inner surface are observed. Partial delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported "capsular contracture, baker grade IV, painful and deflated." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported "capsular contracture, baker grade IV, painful and deflated." Device has been explanted and replaced.